Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a single leaflet device attachment (slda). It was reported that a patient presented on (B)(6) 2022 with grade 4 mixed mitral regurgitation (mr), a dilated left ventricle and a dilated mitral valve annulus. A mitraclip ntw (11025r366) was implanted reducing the mr to 2. A transthoracic echocardiogram (tte) was performed on (B)(6) 2022 showing the clip to be in place and stable. On (B)(6) 2022 it was reported that a single leaflet device attachment (slda) had occurred on an unknown date, resulting in severe mr. The clip had completed detached from the posterior leaflet. The physician was assessing the patient to determine if additional intervention would be performed. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported mitral valve insufficiency/ regurgitation (worsening mr) associated with the increased mr was due to the slda. The cause of the reported incomplete coaptation (postprocedure) associated with the slda could not be determined. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. H6 health effect - impact code 4614 removed.

Event description:
This is filed to report a single leaflet device attachment (slda). It was reported that a patient presented on (B)(6) 2022 with grade 4 mixed mitral regurgitation (mr), a dilated left ventricle and a dilated mitral valve annulus. A mitraclip ntw (11025r366) was implanted reducing the mr to 2. A transthoracic echocardiogram (tte) was performed on (B)(6) 2022 showing the clip to be in place and stable. On 9/9/2022 it was reported that a single leaflet device attachment (slda) had occurred on an unknown date, resulting in severe mr. The clip had completed detached from the posterior leaflet. On (B)(6) 2022 two additional mitraclips were placed to stabilize. No additional information was provided.